Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing excess charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge times were likely resulted from a spurious increase in battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.